Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent primary breast augmentation with two a (right) 475cc mentor memorygel breast implant and a (left) 450cc mentor memorygel breast implant, suffered right breast implant rupture and left breast mass post-procedure. The rupture and the mass were diagnosed via mammography. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with the following devices: (right) 700cc mentor memorygel breast implant gel catalog: 3505700bc, lot: 6825747, sn: (B)(4) and (left) 700cc mentor memorygel breast implant gel catalog: 3505700bc, lot: 7575452, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).